Event description:
Boston scientific received information that latitude detected a red alert from this lead due to a high shock impedance measurement. A boston scientific sales representative confirmed that the measurements are intermittently slightly greater than 125 ohms as her baseline impedance measurements were always high. All other lead measurements were stable and the patient will continue will normal follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received one month following the initial reported clinical observations stating that the associated device had migrated a little laterally which could be causing or contributing to the slightly higher shock lead impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.